Manufacturer narrative:
Brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device investigation/conclusion: the monitor associated with the complaint was returned for investigation; however, no testing strips were returned. Functional and thermistor testing were performed on the returned monitor with passing results. Recovered impedance curves associated with two of the customer's reported inratio inr resultson 12/11/2015 and 12/27/2015 exhibited a weak-slope change. Weak-slope changes are known to contribute to discrepant results. This issue is related to the algorithm software on the monitor and was addressed in internal (B)(4). Donor/retain strip testing on the monitor was not necessary due to weak slope changes identified as the cause of customer discrepant results, the customer using expired strips, and extensive in-house testing on the reported lot donor. A review of the in-house testing history for the reported lot was performed. In-house testing on strip lot 340746 met release criteria. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specifications. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer used expired strips, this may contribute to inaccurate test results. Further investigation was performed under (B)(4) for this issue.

Event description:
The end user's therapeutic range was 2.0 - 3.0. Reportedly, the end user was using testing strips that expired in june 2015. There was no additional information provided.

Manufacturer narrative:
Investigation is pending.

Event description:
The end user's daughter alleged a variance between the inratio inr results and the laboratory inr result. On (B)(6) 2015, the end user's daughter helped the patient perform a self test on his inratio device and received an inr of 2.2. Additionally, she noted that the previous two (2) inratio inr results from (B)(6) 2015 were also 2.2. The patient's warfarin had not been changed. The daughter reported that the patient was very weak, vomiting and his abdomen appeared distended. This was reported to the physician and the patient was instructed to go to the emergency room where he was hospitalized for internal bleeding. The laboratory inr was 14.0. Treatment included blood and plasma transfusion in addition to vitamin k administration. The patient was discharged on (B)(6) 2015 in stable condition. There was no additional information provided.